Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off during therapy at the intensive care unit (medication, dose, programmed amount and delivery rate unknown). It was stated that the pump would beep a couple of times real loud and then turns off. The pumps were plugged in and no error message that popped up on the screen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.